Event description:
It was reported that the seat of the tdxsp-cg power chair wobbles. Dealer has requested a mechanical repair quote for this issue. He states the slide plate rollers need replaced for this issue.